Manufacturer narrative:
Evaluation summary:the device history record (DHR) was reviewed. No abnormalities were found, and the batch was released according to release criteria. No sample was returned; therefore, the condition of the product could not be verified. The root cause cannot be determined. There have been no other complaints for this lot. No further information is expected as the surgeon is unwilling/unable to provide further details. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that following a glaucoma filtration device (gfd) implant procedure, the gfd touched the cornea. The gfd remains implanted. No further information is expected.

Manufacturer narrative:
There have been no other similar complaints for this lot. (B)(4).